Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 38 mg/dl at the time of incident. The customer treated high blood glucose with carbohydrates and glucose. The customer was in the emergency room as a result of low blood glucose. Customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer stated that they never went to hospital.